Manufacturer narrative:
Additional information was received indicating that the issue in this event was discovered during testing and no patient was involved in this event.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a very sticky battery lid. During analysis, the customer's reported problem regarding the 45986-error code, could not be duplicated. The circumstances would be very difficult to duplicate. This fault is related to the watch dog timer on the manufacturing utility mode. Standard procedure is to clear the error and reload code. Only one error of this type occurred. Service will reload the software into the pump and will clear the error code as part of preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "ec 45986". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.